Event description:
The device was returned for a tubing set problem. The device was attached to a bracket and powered on, no alarms or errors were observed. A cassette was loaded on to the device and an infusion was run, no alarms or errors occurred. The device was opened to inspect for internal damage, no internal damage was found. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The customer reported issue could not be confirmed. The fva pins and and their channels were inspected for damage or debris. A minimal amount of dirt and debris were found on the pins and in the channels. The pins and channels were cleaned using alcohol. The fva lip seals will be replace during repair.

Event description:
The following has been reported: biomed reported: "tubing set problem" patient harm: no stopped infusion: no although the pump logs point to a clogged admin set, they show that the pump was having multiple clogging stoppages with multiple sets over multiple days of use. The pump will be returned back for investigation; no set samples were available for investigation. A preliminary review of the logs identified the following issue: tubing set error (clogged admin set) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.